Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no the timing was disrupted. The instrument cycled properly with no device loading unit(dlu) present. The articulation knob functioned properly, allowing for proper articulation. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic umbilical hernia repair procedure, the device tacks was disengaged and fell into patient's cavity. It was retrieved by the grasper but the procedure was extended due to the issue. There were also difficulties that has been noted on loading the reload onto the handle. Another device was used to complete the procedure. No patient injury has been noted.